Event description:
According to the literature, a study evaluated outcomes in 61 patients who underwent tonsillectomy with either the bizact or a competitor device between june 2021 and august 2023. In total, 61 participants were enrolled in the study with 31 in the bizact arm and 30 in the competitor device arm. In the bizact group there were six secondary bleeds. Two patients required reoperation to resolve the issue. Coblation versus bizact extra-capsular tonsillectomy in adults: a randomized control trial jack tierney anz j surg (2024)

Manufacturer narrative:
Title: coblation versus bizact extra-capsular tonsillectomy in adults: a randomized control trial jack tierney anz j surg (2024) source: jack tierney ,* ella harrison,* john-charles hodge¿ and a. Simon carney ¿ *division of surgery, southern adelaide local health network, adelaide, south australia, australia ¿department of otolaryngology ¿ head and neck surgery, royal adelaide hospital, adelaide, south australia, australia and ¿otolaryngology - head <(>&<)> neck surgery ¿ college of medicine and public health, flinders university, adelaide, south australia, australia medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.